Manufacturer narrative:
The returned used/damaged arthroscopic energy 90 degree probe was visually examined and inspected with magnification. The r&d engineer reports the ceramic insulator has discoloration. The discoloration on the ceramic tip housing likely occurred due to repeated hits with the arthroscope. The ceramic damage caused a flaw in the surface which propagated into a crack around the ceramic housing, possibly when inserting and withdrawing the probe during use. This led to material loss including the tungsten electrode and part of the ceramic housing. This lot was manufactured in a lot of 576 units. A review of the device history record found no anomalies or non-conformances during the manufacturing process that could have caused or contributed to this reported failure mode. A review of complaint history revealed there has been no other complaint received for this device/lot combination for the failure mode of tip broken off. A 2-year review of product history for this device family shows there has been a total of 14 complaints involving 17 units related to this failure mode and device family. During this same 2-year time frame, approximately 41,595 units were sold worldwide. The occurrence rate for this failure mode is 0.041 percent. To date, there have been no patient long term adverse effects related to the ceramic tip melting or the use of this device. An investigation is in process to determine if corrective and/or preventive actions are required. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and adjacent metal object may result in product damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probe with suction was received for evaluation. An evaluation is in process. Upon completion of the evaluation/investigation, a follow-up report will be submitted.

Event description:
The sales representative reported during a shoulder arthroscopy procedure using generator settings at 3 cut and 2 coag, the surgeon used an arthroscopic energy 90 degree probe with suction. As reported, the ceramic on the active tip of the probe started melting and then broke into 3 pieces inside the surgical site. The pieces were retrieved from the surgical site by the doctor without complication. The procedure was then completed successfully using another aes-90sc probe. There was no known harm to the patient and only a one minute delay in order to open another sterile pouch containing the second probe. This incident is being reported as a malfunction with potential for patient injury with recurrence.